Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis with culture positive for gram negative organism in a patient, coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient was hospitalized. At that time, the patient started treatment with fortum (1gm twice a day), reflin (500mg every other day, ip), amikacin (100mg every other day, ip). It was unknown if the peritonitis had resolved. The patient remained hospitalized. Dianeal therapy was ongoing, as was remedial therapy with fortum, reflin and amikacin. The nurse believed that the peritonitis with culture positive for gram negative organism was not related to dianeal therapy. Concomitant medications were not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.